Event description:
Pt had portacath inserted in '08. Pt underwent chemotherapy. At approximatelty 4 months later, pt was referred to radiology from oncology clinic for portacath eval - unable to get blood return flow-. In cvir, found that the distal tip of the portacath is lodged in the right pulmonary artery. Retrieval was done, with difficulty and complicated with brief episode of unresponsiveness. Retrieval successful, pt awake and alert post procedure. Transferred/admitted to ICU for monitoring. Upon arrival to ICU, pt became hypotensive and diaphoretic, working diagnosis r/o massive pulmonary embolism vs. Transient bacteremia. Pt condition deteriorated; arrested and died.